Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -16.5 diopter, into the patient's left eye (os) on (B)(6) 2018. The lens was exchanged on (B)(6) 2018 with a longer lens due to blurred vision and low vault. The reporter states, "exchange didn't resolve low vault, patient complaint about blurred vision but ucva achieved pre-op bcva." Reference MFR report# 2023826-2018-01665 for case continuation.

Manufacturer narrative:
Additional data: h3- device evaluation: lens returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic torn/broken. Dimensional verification was performed, and the lens was found to be in specifications. Claim# (B)(4).